Event description:
The customer reported that the third rim in the reservoir compartment has broken off, and she was experiencing high blood glucose. The glucose level at time of call was 111mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and passed. During the call, the customer mentioned that the device also alarmed motor error. Assisted the caller with running the self and displacement tests and they passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the loose drive support disk. However, the device passed the displacement test and 10.0 units bolus delivery. No motor error alarms occurred during testing. The unit had broken reservoir tube and lip, broken tube, broken belt clip slot, and scratched screen.